Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). When asked what steps were taken to resolve the issue, they reported they were getting it moved over and put in a pouch on (B)(6) 2025. The issue was not yet resolved.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the past month or so they have been having back pain associated with the ins. The patient added that recently they've noticed that every night when they go to bed and lie down, they can feel the ins turning and it starts to throb. The patient also added that they can feel the ins moving around like a lump, so they decided to turn the ins off. The patient said the back pain wasn't as bad with the ins turned off, but they want the ins removed just in case something is wrong with it. The patient contacted their hcp's office and was told their hcp was replaced. The patient has an appointment with the doctor on may 19th, but they would like to be seen sooner than that. The patient asked if an agent could reach out the field to see if a local mdt rep could contact their hcp's office to try and arrange an earlier appointment. The agent sent an email to the field as requested. The agent also sent the patient an email with other hcps in their area. The patient did not have any falls or trauma prior to this event. The agent documented the reported event.